Event description:
It was reported that the patient had erosion on the pocket site which caused the patient to experience pain and discomfort. It was also noted that the patient fell from the ladder and had low back pains. The patient fell due to slipping from ladder while fixing a light fixture. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was disposed of per hospital policy.